Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead presented with inappropriate shocks due to noise on the rate/sense portion of the rv lead. All lead measurements were stable and the noise was able to be recreated when pressing on a certain area of the pocket.

Manufacturer narrative:
An invasive procedure was performed. The helix of the right ventricular (rv) defibrillation lead was could to be completely severed from the rest of the lead and anchored in the endocardium. Attempts to remove the lead were unsuccessful as the distal portion of the lead would not move. The lead was capped. A biventricular pacemaker was implanted as the patient no longer wanted a defibrillator. No further information is available at this time. This event will be reopened should further information become available. Information was later received that the helix portion of the lead had dislodged and was seen in the patient's lung.

Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead presented with inappropriate shocks due to noise on the rate/sense portion of the rv lead. All lead measurements were stable and the noise was able to be recreated when pressing on a certain area of the pocket.